Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the main body and white twist clamp of a minicap transfer set. This occurred when disconnecting from a manual bag after capd (continuous ambulatory peritoneal dialysis). The female connector on the transfer set would not disconnect from the dialysis bag. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction made to b3/d10: 7/18/2024 (previously submitted as asku). Correction made to b7: the catheter and transfer set were installed on (B)(6) 2024. (Previously submitted as (B)(6) 2024). The device was received for evaluation. A visual inspection with the naked eye noted a separation between the female connector and main body. Functional testing including leak, clear passage and clamp function testing were performed with no issues noted. The reported condition of separation between the main body and twist clamp was not verified, however a separation between the female connector and main body was identified. The cause of the separation between the female connector and main body was determined to be manufacturing related issue due to inadequate solvent bond. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.